Event description:
It was reported that the patient was seen in the hospital due to syncope. The ventricular lead exhibited oversensing, intermittent capture, and rib clavicle crush damage. The lead was explanted and replaced on (B)(6) 2014.